Manufacturer narrative:
Films review summary: the cause of the distal type I and proximal type I endoleaks could not be determined from the pre-implant films provided. Images during implant were not available, and the films during the reported events could not be assessed. The proximal neck was moderately angulated, conical-shaped, with thrombus which may have contributed to the type ia endoleak. It is unclear if implanting 1cm below the renals may have led to the endoleak, since the neck was long (4cm). The distal 3.5cm¿s of the left common iliac artery was aneurysmal (16 ¿ 18mm diameter), and the iliacs were extensively calcified, which may have contributed to the reported distal type I seen within the lcia after implant. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. However, it was reported that the final angiogram revealed a type 1b endoleak from the endurant ii-limb contra 16x20x124 stent graft that was implanted into the left common iliac artery. It was reported that the physician elected to implant a 24x24x82 limb extension and the type ib endoleak improved, however it persisted. It was reported that a type ia endoleak was also noted during the procedure. The physician modelled the proximal aortic neck with a balloon; however, the proximal type ia endoleak was still present. It was reported that the bifurcated stent graft was implanted 1 cm (below the renal artery or lower than intended) therefore there was room to implant a endurant 28x28x49 aortic cuff. The type ia endoleak was significantly improved but there was still a persistent late small type ia endoleak. The physician modelled the endurant 16x24x124 ipsi-lateral extension limb on the right side with a balloon. There were still endoleaks present however, the physician decided that it was best for the patient do nothing further and follow up with a CT scan in approximately one month. It was reported that the physician stated that even though the proximal neck was very long and he was comfortable with graft oversizing, the tortuosity of the neck and iliac arteries impacted the graft sealing and may have been the cause of the endoleak no additional clinical sequelae were reported and the patient will continue to be monitored by the physician.